Event description:
In early 2008, the pt called for assistance with changing her insulin cartridge. The pt was instructed per the user's manual. The infusion device "timed out" and did not perform the self-chek. The pt was instructed to remove the insulin cartridge and to start the process over again. As the pt removed the insulin cartridge from the infusion device, the plunger remained attached to the piston rod and the entire contents of the cartridge spilled into the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.